Event description:
A customer reported that knives from customized packs were dull. If resistance was met, another knife was opened, and all procedures have been completed with no pt harm.

Manufacturer narrative:
Samples have been received. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).